Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11 the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
It was reported in a journal article that five patients underwent total wrist arthroplasty. Follow up results indicated postoperative failure of carpal component. There has been no further information provided.